Manufacturer narrative:
The device has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the device history records for this device did not reveal any non-conformances to specification or deviations in procedure which might contribute to the reported event.

Manufacturer narrative:
No eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The drill bits are broken at the root of the fluting. The broken piece was not returned. The fracture appearance is ductile. No defect was found at the level of the breakage. This kind of failure is consistent with an over-torque of the instrument during use. With the available information the origin of the over-load has not been determined.

Event description:
It was reported that while the surgeon was using the drill in the rail cutter guide. Upon removal of the drill, it was noted that the tip of the drill had broken off. The broken fragment was retrieved by using the suction device and there was no harm to the patient. The surgery was completed without further incident.